Manufacturer narrative:
The company service rep was on site servicing another system. The company service rep was asked to assist with troubleshooting the system. The surgeon stated, the cataract was real hard and there were problems aspirating. The company service rep found the phaco power was set incorrectly. The settings were adjusted. The surgeon then proceeded with the case. The company service rep was again called to assist with troubleshooting. The anterior vitrectomy probe was not working. The company service found the probe was connected to the wrong port and assisted with the correct set up. The customer did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4)

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "the probe was connected to the wrong port" (use of device issue). The nurse reported that during an anterior vitrectomy, the surgeon noticed, the surgeons settings were not saved correctly. The staff had trouble connecting the vitrectomy probe to the system. Add'l info received from the nurse stated, there was a posterior capsule tear. The surgeon did not fault any alcon product for the posterior capsule tear. Add'l info was requested on the event and pt status.